Manufacturer narrative:
Update: the reported event could be not confirmed, because of the device has not been returned. H3 other text: discarded.

Event description:
It was reported that during the procedure, it was noticed the needle broke off into the patient and the tip could not be located due to size. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the procedure, it was noticed the needle broke off into the patient and the tip could not be located due to size. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences reported.